Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not start up, it was displaying a black screen and would not proceed. It was also reported that prior to this, there had been a stylus calibration issue. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the display issue or the stylus calibration issue. The programmer passed all incoming functional testing. Analysis noted that the power cord bay latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.